Manufacturer narrative:
Supplemental submitted to report that the investigation found the scale was inaccurate due to a shipping pin left behind/attached to the right foot load cell. The issue was resolved for the customer by removing the shipping pin, calibrating and testing the unit.

Event description:
It was reported by service report that the scale was inaccurate due to a shipping pin left behind/attached to the right foot load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the scale was inaccurate due to the cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.